Manufacturer narrative:
It was reported that there was not the expansion of the head of stent. Through the attached photo, it is confirmed that right after stent placement, the proximal head of the stent did not fully expand. As a result of analysis of returned device, only the stent was returned. The stent was confirmed to be in the state of expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the non-expanded stent in the attached photo and the returned stent in the state of being expanded, it is assumed that the proximal head of the stent was not expanded temporarily due condition of the patient's lesion, pressure and other factors at the time of procedure. And then, it is assumed the stent expanded during removal or shipment, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The deployment of stent was done perfect, but after release there was not the expansion of the head of stent.

Manufacturer narrative:
It was reported that there was not the expansion of the head of stent. Through the attached photo, it is confirmed that right after stent placement, the proximal head of the stent did not fully expand. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The deployment of stent was done perfect, but after release there was not the expansion of the head of stent.